Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device received with normal operating current. Insulin pump passed self test. Insulin pump passed off no power test. No unexpected low battery alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump buttons was hard to press. Customer¿s blood glucose level was unknown at the time of incident. Customer state that the insulin pump had all of the buttons are hard to press, mainly the esc, act and the up and down arrow buttons. Troubleshooting was performed for keypad anomaly. The insulin pump will be returned for analysis.